Event description:
It was reported that the patient presented for an in-clinic follow-up. An interrogation of the device revealed several episodes of inappropriate automatic mode switch caused by over-sensed noise exhibited by the right atrial lead. The noise was reproducible with isometric movement. Programming interventions were made. The patient was stable.